Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat and had component damage. Therefore, the reported condition that the handpiece sealing connector (o-ring) was damaged was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the flex circuit of the motor device was damaged, the device was generating heat, and there was component damage. It was further determined that the device failed pretest for motor thermistor assessment, noise assessment. Air pump assessment, and handpiece temperature assessment. It was noted in the service order that the handpiece sealing connector (o-ring) was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.